Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a warm swollen pocket. On (B)(6) 2018, the implantable cardioverter defibrillator system was explanted for infection. The system has not yet been replaced and the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.